Event description:
It was reported that the patient of this pacemaker system called technical services (ts) and reported visiting the hospital after a syncope episode. Ts referred the patient to the device treating clinic. At this time, the pacemaker remains in service. No adverse patient effects were reported.